Event description:
The customer called to report a battery out limit alarm after a battery change. The customer also stated that she had been experiencing high blood glucose levels since getting the alarm. The customer was not feeling well and stated that she was being taken to the emergency room to get her blood glucose levels treated. The reported blood glucose reading at the time of the call was 385 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. During the call, the insulin pump alarmed no delivery as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.